Event description:
It is reported that a polyethylene thread was protruding from superior and anterior surface of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.